Manufacturer narrative:
Review of the product history records indicate that devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient had a fall at home, dislocation occurred, reduced in ER, sent home. Dislocation occurred, upon open reduction intraprosthetic separating was seen. All information available submitted". Rep provided primary and revision implant sheets, an x-ray of the dislocation and other x-rays, vitals, explant photo, and primary operative report.

Event description:
Patient had a fall at home, dislocation occurred, reduced in ER, sent home. Dislocation occurred, upon open reduction intraprosthetic separating was seen. All information available submitted". Rep provided primary and revision implant sheets, an x-ray of the dislocation and other x-rays, vitals, explant photo, and primary operative report.

Manufacturer narrative:
An event regarding dislocation involving an adm liner was reported. The event was not confirmed. Method & results: device evaluation and results: material analysis, functional and dimensional inspections could not be performed as the device was not returned. The reported device was not returned however a photograph was provided for review. The photograph shows a recently explanted adm liner with nothing remarkable to report. Medical records received and evaluation: a review of the provided medical records and/or x-rays by a clinical consultant indicated: the event of recurrent dislocation of a tha cannot be confirmed as insufficient information has been received for review. Device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there has been one other similar event for the reported lot. This event was for the closed reduction of the adm liner for the same patient. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.